Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4)

Event description:
It was reported that during the implant attempt, the left ventricular (lv) lead was unable to enter fully into the lateral vein. The lv lead dislodged prior to removal of the catheter. The lv lead was not implanted and a different lead was used. No patient complications have been reported as a result of this event.